Event description:
Follow-up revealed the patient's ipg was explanted and replaced. Surgical intervention resolved the patient's issue.

Manufacturer narrative:
Based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22 june 2023. The patient¿s device was placed in MRI mode and has not been able to exit MRI mode. Attempts to disable MRI mode have been unsuccessful. Fsca number is pending. Corrected data: this event was not involved in the CAPA regarding the proclaim ipg entering the service application.

Event description:
Based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22 june 2023. The patient¿s device was placed in MRI mode and has not been able to exit MRI mode. Attempts to disable MRI mode have been unsuccessful. Fsca number is pending.

Manufacturer narrative:
H7 - remedial action initiated, check type, corrected from no entry to "notification".

Manufacturer narrative:
The observation from the field was confirmed. If the device is placed in MRI mode and a loss of pairing/bonding occurs, any follow up attempts to communicate or pair between patient¿s ipg and artemis programmer will be unsuccessful. It is also a normal function per the device design for stimulation to be disabled when placing the device into the MRI mode of operation. The fsca number is included in this report.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient planned to undergo an MRI for an unrelated health issue. Subsequently, the patient was unable to enable MRI mode after disabling it. In turn, external devices have been unable to communicate with the patient's ipg. As a result, the patient has been unable to receive therapy. Troubleshooting attempts have been unable to provide resolution. The patient will undergo surgical intervention on a later date to address the issue.